Manufacturer narrative:
An event regarding cup failing to in grow involving an restoration (tm) adm. Cup w/ha was reported. The event was not confirmed. The exact cause of the event could not be determined as there was insufficient information available. There were no surgical reports, follow up information, x-rays or product for this surgery available to complete the investigation for establishing root cause.

Event description:
It was reported that the patient complained of pain so the surgeon revised the right hip. The surgeon felt that the cup failed to in grow.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the patient complained of pain so the surgeon revised the right hip. The surgeon felt that the cup failed to in grow.

Manufacturer narrative:
The patient is (B)(6) inches in height.

Event description:
It was reported that the patient complained of pain so the surgeon revised the right hip. The surgeon felt that the cup failed to in grow.